Manufacturer narrative:
Continuation of d10: product ID: wr9230, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger is not responsive. Patient said this started about 10 days ago when they recharger did not charge one day. Patient turned on the recharger during the call and heard two descending tones when they did. Agent had patient navigate to recharger application, and no error messages displayed when they did. During the call, agent had patient do a hard reset on the recharger, but the recharger did not beep and that didn't resolve the issue. The issue was not resolved through troubleshooting. An request was sent to the repair department to replace the device. Patient was difficult for agent to understand. Additional information was received from the patient after receiving replacement recharger. Reviewed how to start ins charging session and saw patient brief saw good charge quality with ins battery at 30% and therapy off. Reviewed how to turn therapy back on again using the therapy application and communicator before resuming ins charging. Patient expressed they have a lot of difficulty maintaining ins charging and ps could hear the charger connect to ins and then immediately start searching again repeatedly throughout the call. Ps reviewed troubleshooting options to optimize the wr position over the ins but patient was only able to maintain ins charging connection for brief stretches. The patient has an upcoming appointment with managing hcp and mdt rep and ps recommended asking them for in-person charging support.

Event description:
Additional information was received from the patient reiterating pairing issues with recharger and communicator. Agent assisted patient with setting up links on communicator, patient successfully connected to their implant but received a "low ins battery message. Agent redirected patient to recharger app and attempted to assist patient with beginning a recharging session. Patient had extensive issues connecting their recharger to their ins and received a recharger not found screen. Agent attempted to assist patient with imputing serial number, but the issue persisted. Had patient try a hard reset and restart the application, patient got a recharger not found screen again. Patient imputed serial number once more and connected to their therapy with an open loop. Agent directed patient to increase coupling, while patient was attempting to do so patient received a "recharger error, service code 9727. Patient could not bypass open coupling screen. Agent redirected patient to their hcp for a system check, agent reviewed necessity with patient. Patient was extremely difficult to understand on the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from hcp stating the connection issues of recharger with ins is resolved. Rep recommended ordering a belt for charging to use instead of drape.